Event description:
(B)(6) advia centaur xp hbc total results were obtained for three pt samples when compared to the pt's clinical picture and repeat testing on other test methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site for a system inspection and was informed of the discordant (B)(6) test results. A general system cleaning maintenance, sample and reagent probe calibrations and qc was performed. On a follow up visit, the water pressure pump and liquid waste reservoir were repaired. Analysis of the instrument and instrument data indicates that the cause for the (B)(6) result in comparison with the other test methods and clinical picture is unk. As stated in the IFU intended use and limitation sections: "this assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturer's assay for specific (B)(6) serological markers."

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site for a system inspection and was informed of the discordant (B)(6) test results. A general system cleaning maintenance, sample and reagent probe calibrations and qc was performed. On a follow up visit, the water pressure pump and liquid waste reservoir were repaired. Analysis of the instrument and instrument data indicates that the cause for the (B)(6) result in comparison with the other test methods and clinical picture is unk. As stated in the IFU intended use and limitation sections: "this assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturer's assay for specific (B)(6) serological markers."

Event description:
(B)(6) advia centaur xp hbc total results were obtained for three pt samples when compared to the pt's clinical picture and repeat testing on other test methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Event description:
(B)(6) advia centaur xp hbc total results were obtained for three pt samples when compared to the pt's clinical picture and repeat testing on other test methods. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was at the customer site for a system inspection and was informed of the discordant (B)(6) test results. A general system cleaning maintenance, sample and reagent probe calibrations and qc was performed. On a follow up visit, the water pressure pump and liquid waste reservoir were repaired. Analysis of the instrument and instrument data indicates that the cause for the (B)(6) result in comparison with the other test methods and clinical picture is unk. As stated in the IFU intended use and limitation sections: "this assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturer's assay for specific (B)(6) serological markers."